Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The device was determined to meet functional performance specification requirements. During visual inspection, no issues were found. The power on self-test was successfully performed. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported to be a massive heart attack. It was reported that peritoneal dialysis therapy had been discontinued prior to the patient passing away but the exact date of discontinuation was unknown. An autopsy was not performed. No additional information is available.